Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It as reported that during continuous renal replacement therapy with a prismaflex machine and an unknown type of prismaflex set, foam was observed in the deaeration chamber, and the machine alarmed "filter clotted". Two (2) similar incidents occurred during the same day and in both events blood was not returned to the patient. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a service history review revealed no indication that the parts replaced during previous service caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.